Event description:
The suspect usb cable was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported by nurse that the programming wand was broken. It was reported that the battery of the wand was changed and the wand was used with another tablet with the usb connector on it with no chance. Troubleshooting was performed by company representative which isolated the cause of the reported issue being on the usb cable connector to tablet. It was reported that after the usb connector was replaced, the programming system worked as intended. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution.

Event description:
An analysis was performed on the returned usb cable. The reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.